Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the ablation of the right inferior pulmonary vein (ripv), phrenic nerve palsy (pnp) was observed. A double stop was performed. Slight improvement shoed and the case was continued. Following the case, the phrenic nerve palsy (pnp) had not fully recovered. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed without any issue. The balloon catheter was not returned for investigation. No product malfunction was reported. A known clinical issue was encountered during the procedure (phrenic nerve injury). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.